Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "doctor started reaming the acetabulum when the end of the reaming handle broke off. He continued reaming with the second handle in the set."